Event description:
Customer reported a malfunction on pump with an error code identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted customer with resetting pump, resolving issue successfully as the error did not recur. Customer was advised to continue using pump and contact support if issue arises again.